Manufacturer narrative:
Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked keypad overlay at select button, left belt clip rail broken and missing serial number label.

Event description:
The customer's family reported via phone call that clip rails were broken. The customer's blood glucose value was unknown at the time of incident. Customer stated the insulin pump has cosmetic damage. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.